Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer received 500 mg of levaquin to cover occult infection. Customer was also given normal saline with an insulin drip.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the user guide for error 3 notes the following: "there may be a problem with the test strip. Review the monitoring instructions. Monitor again with a new test strip. If the error message appears again, contact customer care." All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013 she received an e-3 message on the display of her adc blood glucose meter. Customer further reported that she and her husband believed that an e-3 message indicated low blood glucose. Customer's husband provided customer with syrup, peanut butter, orange juice and a glucose tablet, after which she experienced a loss of consciousness. Customer's husband transported her to a local healthcare facility where she was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer could not recall what treatment was provided at the hospital, due to being unconscious, other than having frequent blood glucose tests. Customer noted the results they obtained were "so high for the meter of the hospital to read". No actual readings were provided. It was further reported she remained hospitalized for two and one-half days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(B)(4). As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.